Event description:
A report was received that during a lead implant procedure, the patient was experiencing loss of feeling in the right legs due to a suspected hematoma. The physician explanted the leads as precautionary measures.

Event description:
A report was received that during a lead implant procedure, the patient was experiencing loss of feeling in the right legs due to a suspected hematoma. The physician explanted the leads as precautionary measures.

Manufacturer narrative:
Additional information was received that the patient was doing well post-operatively.